Event description:
Pt presented to o.r. For redo-repair vsd (ventral septal defect). Bioglue surgical adhesive, an hud - humanitarian use device, as recognized by FDA, was utilized over rt ventricle side & over suture line, (right arteriotomy). Pt's o2 sats dropped & bp dropped. Pt was re-opened for internal cardiac massage & chest cavity was dry. Pt deceased.